Event description:
The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. As a result the patient had received inappropriate therapy as the device was sensing in the atrium. The patient underwent a revision procedure and this product was explanted and replaced. No further complications have been reported.

Manufacturer narrative:
Laboratory analysis revealed that the complete lead was returned. There were set screw marks noted on the is-1 terminal pin, and the distal and proximal hv terminal pins. There were no discernable set screw marks noted on the is-1 ring. There were superficial cuts noted in the lead insulation and blood/body fluid noted in the rs- lumen and in the helix housing. The lead was confirmed to be electrically continuous. The clinical observations were unable to be reproduced during laboratory analysis.